Event description:
The resident was being lifted from chair to bed. When she was approx. Ten inches off the chair, a sling clip came off from the left leg pin of a passive lift. Then she was lowered. Caregiver hooked up the clip and moved her from chair to bed. The facility is unsure which lift and sling were involved. No injuries occurred. Ref MFR number: 9681684-2013-00059.